Event description:
It was reported that this right ventricular (RV) lead exhibited high out of range pace impedance measurements. These measurements were noted during a scheduled device replacement procedure. No signs of lead damage were observed. The physician opted to maintain the RV lead in service, and it was connected to the CRT-D. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.If pertinent information is provided in the future, a supplemental report will be submitted.